Event description:
Healthcare professional reported left side device rupture, capsular contracture baker grade I-ii, "reactive axillary lymph node enlargement", and "foreign bodies in the soft tissues". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "reactive axillary lymph node enlargement"; "foreign bodies in the soft tissues".